Event description:
The distal tip of the tube was found broken during the replacement. The incident was occurred when the tube was grasped by a guidewire.

Manufacturer narrative:
The complaint of a detached section of the feeding tube is confirmed. The section of the jejunal feeding tube that contains the metal weights is missing from the complaint sample. The section of tubing that contains the metal weights has separated from the feeding tube. Gross visual and microscopic examinations show no evidence of a defect or deformity related to the mfg process. At this time, the mechanism of damage is undetermined. The section of tubing that contains the metal weights was not returned for eval. According to the products IFU (instructions for use), "it is recommended that the j-tube be replaced every thirty days." A chr is not possible, as no mfg lot number info has been provided by the complainant.